Event description:
During the procedure, the physician noted that the ligasure advance tip locked and would not release. The physician was not able to continue utilizing this device, and it was removed from the field. A new device was opened and used without problem. It is unknown whether the new device was of the same or a different lot.